Manufacturer narrative:
The insulin pump passed the displacement test and p-cap or reservoir locked properly in place. Insulin pump received with cracked lcd screen glass. Insulin pump failed the self test due to partial display caused by cracked lcd glass. (B)(4).

Event description:
Information received by medtronic indicated that the bottom of liquid crystal display screen was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.